Event description:
Additional information from a manufacturers' representative reported that the patient had the system explanted due to a silicone allergy and was asking for custom devices.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient. It was reported the patient had a possible reaction. The hcp asked the rep if silicone was part of the specifications on the implantable neurostimulator (ins). The rep noted they were unsure if the patient even had a reaction but it appeared likely as they noted there was ¿so discussion¿ or some sort of consideration regarding explant. The rep later reported the patient did not have an allergic reaction, but was getting explanted as a precaution. If additional information is received, a follow-up report will be submitted.